Event description:
It was reported by a company rep that the cast cutter overheated while the equipment was being tested at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter was received at the manufacturer for service and repair. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.